Event description:
It was reported that the patient had (B)(6) which occurred a year after the implant. The implantable neurostimulator (ins) "was coming out¿ and the healthcare provider ¿tried to push it back¿ but the device ¿broke through the patient¿s skin.¿ the device was subsequently removed and the patient was re-implanted with another system later.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va005rs, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va005rs, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).